Event description:
It was reported that the patient with the pacemaker experienced sluggishness, passed out, and smelled blood. Boston scientific technical services (ts) referred the patient to see the physician. The device remains in service. No additional adverse patient effects were reported.